Event description:
Patient reported getting injections of juvéderm® voluma for 10 years at a dosage of one injection per year in the cheeks. Approximately a year and 10 months ago, they were injected with [unspecified] juvéderm® voluma in the cheeks then a small booster shots for touch ups the next month. Patient stated that between their two vaccine doses of covid-19 vaccination, they developed an annular granuloma on the legs which spread to the arm and was identified by biopsy, deemed not related to the device. They also experienced like little sticks on the lower right side of the face, cheeks are hollowed out¿it is as if all the product slided, swollen with the non-device related events of inflammation caused by the [covid-19] vaccine and ¿strong inflammatory immune reaction." It also caused foreign body granulomas (containing juvéderm® voluma¿) as a result of inflammation caused by the vaccine. Patient was referred to a hospital and received various treatments. They were also treated with hyaluronidase with no results. Patient to get facelift in the future as they still have foreign body granulomas with juvéderm® voluma¿ trapped in tissue in the cheeks. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00545 (allergan complaint #pr (B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma¿.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.